Event description:
Customer reported to beckman coulter, inc. (Bec) that they received a shipment of synchron lx ccwa - wash solution with cracked cartridges. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation - results: cartridges. Bec identifier for this complaint is (B)(4).